Event description:
It was reported that approximately six months and two weeks post ventricle assist device (vad) implantation; the vad coordinator received a call from the patient stating his controller did not recognize any batteries and an ac adapter on one of the controller's power ports. The controller was exchanged at the site, due to poor connection/bent pins and returned to the manufacturer for further evaluation. There is no reported consequence or impact to the patient related to this event. No additional information was provided.

Manufacturer narrative:
The pump remained implanted. The controllers were returned on (B)(4) 2014 for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. (B)(4): analysis revealed that the device failed to meet specifications; the device failed visual examination due to broken pins. The controller was related to the reported event. The confirmed device malfunction is related to the reported event. The most likely root cause of the failure is a forced connection attempt, which likely contributed to the event. (B)(4): analysis revealed that the device met specifications; it passed visual examination and functional testing. It is related to the reported event but there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The site has indicated that the pump remains implanted, therefore it will not be returned. The controllers have been received and are awaiting further analysis. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. (B)(4) - a review of the controllers' manufacturing records and incoming inspection records indicated (B)(4) was initiated during manufacturing; the non-conformance report was reviewed and the non-conformance did not contribute to the reported event. Upon completion of the review, it was concluded that the controllers met all the internal requirements prior to their qa release process. Moreover, there is no evidence that the manufacturing process was a contributory factor to the events reported under this complaint. A review of the complaint data was completed for this patient; no related complaints were found. There is no record of previous servicing for this patient. Product remains implanted.